Event description:
It was reported that the patient had inappropriate shocks. The patient had arrested and went to the emergency room. There, the staff did CPR on the patient. This led to three inappropriate shocks due to oversensing of noise and changes in the intrinsic amplitudes. The doctor stated the patient's potassium and electrolytes were all out bad. The patient is being monitored by the physician. There were no additional adverse patient effects. The system remains implanted.